Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor 1 (sam-1) event due to respiratory rate trend (rrt) oversensing, and the rrt sensor was disabled. The right ventricular (rv)-coil-to-can shock impedance was greater than 200 ohms and the rv-tip-to-can impedance measurement was listed as "noise." It was determined that the patient was having a premature ventricular contraction (pvc) ablation procedure at the time of the episode. This ICD remains in service. No adverse patient effects were reported.